Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. Was treated in ER with IV of unknown content for dehydration related to high blood glucose levels, but bolused through the pump to treat the elevated blood glucose levels.